Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. No defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was loaded but the jaws did not open completely. However, the remaining clips were able to properly load into the jaws and close with no further issues. The jaws opened completely for the remaining clips. Two clips were applied to over-stressed surgical tubing and were able to properly close. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found. It could not be determined what caused the jaws not to open completely in the first attempt. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of this ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. The jaws were unable to open completely when the first clip was fired. However, the clip was still able to be loaded in the jaws and close. The remaining clips were able to load properly and close with no further issues with the jaws. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the jaws to not open completely for the first clip. No further action will be taken.

Event description:
The device fires every other clip during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600846 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device fires every other clip during use. The patient's condition was reported as fine.